Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified left forearm arteriovenous graft vein anastomosis. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated twice at 12atm and 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 2 minutes. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: under 18 years e1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: under 18 years. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified left forearm arteriovenous graft vein anastomosis. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated twice at 12atm and 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 2 minutes. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.